Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the label on the packaging of the lead was incorrect and did not include that the lead was magnetic resonance imaging (MRI) conditional. The lead was not used. There was no patient involvement.